Event description:
It was reported to resmed that a CPAP mask contacted the surface of a pt's cornea and caused a superficial ulcer. The reporter stated that the resmed mask was leaking air into the pt's eyes while they were sleeping causing them to awaken. When the pt opened their eyes the CPAP mask cushion touched the surface of the pt's eye causing the reported event.

Manufacturer narrative:
The mask used by the pt was returned and a preliminary evaluation was performed. Visual inspection of the mask system found no abnormalities in the mask frame or mask cushion. The mask was returned to the design facility in (B)(6) for an engineering investigation. The pt is currently being treated by an eye doctor and was prescribed antibacterial eye drops.